Event description:
In 2004, the facility's nurse informed the manufacturer's (MFR.) Clinical specialist of the following: unit nurse called requesting assistance to troubleshoot a problem that appeared to be a valve malfunction. The MFR.'s clinical specialist presented at the facility. The pt was dialyzed without incident. No bleeding was noted around the needles, and no swelling or hardness was observed. When the needle was removed from the lateral valve, a spurt of a large amount of clear liquid followed by continous spurts of venous colored blood. Pressure was held in the groin (femoral implant, not recommended placement by MFR.) Area to rule out hole at or near the insertion site. Pressure was held over the buttonhole site for approximately 30 minutes without hemostasis. The unit stated that this has been happening for several weeks, and the bleeding usually subsided after about 2 hours. The needle was removed from the medial valve without incident. The MFR.'s clinical specialist recommended the pt see the surgeon immediately to have the valve checked out. The unit contacted the surgeon and made an appointment for the pt to see him 2 days later. No further details were available at this time.